Event description:
The patient reported that the right ventricular lead appeared to be giving him issues. No intervention was performed and the lead remained implanted. No additional information was available.

Manufacturer narrative:
(B)(4).